Event description:
It was reported that a the tip of the catheter was broken. A 135cm rubicon18 guide catheter was selected for use. During procedure, when removing the device, it was noted that the catheter could not be withdrawn when it had already crossed the lesion along with v18 guidewire. It was further noted that the rubicon catheter was glued together with the wire. The physician could not separate them even outside the patient and when he tried with all his force to do that, it was noted that the tip of catheter was fractured on the guidewire. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that a the tip of the catheter was broken. A 135cm rubicon18 guide catheter was selected for use. During procedure, when removing the device, it was noted that the catheter could not be withdrawn when it had already crossed the lesion along with v18 guidewire. It was further noted that the rubicon catheter was glued together with the wire. The physician could not separate them even outside the patient and when he tried with all his force to do that, it was noted that the tip of catheter was fractured on the guidewire. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned device consisted of a rubicon 18 with an v-18 guidewire stuck in the device. The device was visually inspected for any damage. The catheter showed the guidewire stuck in the device. It was noticed that severe buckling had occurred from the tip to proximally 23cm. With the buckling that was noticed constriction of the shaft on the guidewire is consistent with guidewire sticking issues. It was noticed that the hub was detached from the shaft and not returned with the device. Inspection of the shaft revealed that tip detachment was not confirmed; however, the tip was damaged with a slight cut. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.